Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 127 mg/dl. Reportedly, customer continued using pump for insulin therapy. It was also reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.